Event description:
Health professional reported that a lap-band access port was explanted and replaced due to alleged "holes in port." The event was first noted when "the pt was feeling hungry and [the] doctor noticed discrepancies with the amount of fluid during fills." Diagnostic testing has not been performed.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."